Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. (B)(4).

Event description:
It was reported that during the device implant procedure, t-wave oversensing (twos) was seen but it was not consistent. The polarity and value of the sensing was changed and it seemed to resolve. About a week later, the device exhibited a lot of oversensing and sometimes it classified as ventricular fibrillation (vf). It was noted that reprogramming was attempted. The lead remains in use. No patient complications have been reported as a result of this event.